Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
On (B)(6) 2024 5:26 pm. Subject: novolog flexpen compatibility. Hello, I had been using the humalog flexpen with bd ultra-fine pen needles mini 5mmx1g for some time, but my insurance company recently stopped covering humalog and switched me to the novolog flexpen. A couple of months ago, I ran out of humalog and started using novolog, but I've noticed that it's much harder to inject, as the mechanism isn't smooth. I contacted novolog, and they informed me that they don't test for needles and recommended I purchase novolog needles ndc #(B)(4), 32g, 6mm. However, I'm unsure whether my insurance will cover them or if my pharmacy will be able to provide them. My question for you is: do you test your bd needles with novolog products? I've used bd needles for years with various insulin products and never encountered this issue before. I would appreciate your guidance.